Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
End user's wife reports the device was difficult to remove which caused her husband's skin to be red and blotchy, however, there were no skin tears. Per further discussions with the end user's wife on (B)(6) 2015, she stated that she had ordered the wrong device not realizing she could have ordered a device with not as much adhesive since her husband's skin was sensitive.